Manufacturer narrative:
The event is consistent with the missing o-ring. There was no data or information provided to reasonably suggest the device malfunctioned.

Manufacturer narrative:
The customer discovered there was an o-ring missing between the electrodes. He installed the o-ring and performed a new calibration and an ise check and qc with good results. After o-ring replacement, the results for both patients were normal. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for two patient samples from the cobas 6000 c 501 module. Patient 1 first result was 160 mmol/l and the rerun result was 185 mmol/l. Patient 2 first result was 164 mmol/l and the rerun result was 201 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot number and expiration date was requested but was not provided.